Event description:
The limitorr volume limiting external ventricular drainage 30 ml (ins 9030) did not drain as expected. The issue is that the size of the catheter lumen and the volume limiting burette caused an interruption to the flow in a pt with high intracranial pressure (icp). When the limitorr was used on a lumbar catheter they considered the flow to be appropriate. Additional info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.